Manufacturer narrative:
Technical discussion with the surgeon determined that the surgeon used too much pressure while screwing the glider which caused the breakage. The root cause of this event is user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.

Event description:
"Breakage of the glider navis." There was no adverse pt consequence.